Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, fiber breakage was noted on the distal fibers, the objective frame had dents on the edge, stains were noted under the light guide cover glass, and cracks were noted on the sides of the video cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had no image and communication error e227. Upon inspection of the customer¿s returned device it was observed, green image was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no/green image and error 227 issues could not be determined, however, the issues were likely the result of a faulty charged coupled device (ccd) and or cable/cable contacts. Olympus will continue to monitor field performance for this device.